Manufacturer narrative:
Literature citation: seiji ohtori, sumihisa orita, kazuhide inage, kazuki fujimoto, yasuhiro shiga, koki abe, hirohito kanamoto, masahiro inoue, hideyuki kinishita, daisuke himeno, miyako suzuki, kazuyo yamauchi; title- "oblique lateral interbody fusion (olif) with pps". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per a literature study that total of 85 patients /122 vertebrae underwent oblique lumbar interbody fusion. The longest follow-up period was three years, and bone union rate in olif cases marked 89.7% in the group that was followed up for more than one year. Cage subsidence was observed in 23% of those patients.